Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that following a successful common femoral arteriotomy closure using a starclose se clip the patient called the physician the day after the procedure to report that they were allergic to nickel. The patient is asymptomatic. There were no reported adverse patient sequelae. No clinically significant delay in the initial procedure was reported. As the name of the physician was not provided, it is unknown if the physician has been trained in the use of the starclose se device. No additional information has been provided.